Event description:
Attorney alleges that the patient was implanted with 3dmax mesh on (B)(6) 2022 during a unilateral inguinal hernia repair. It is alleged that on or about (B)(6) 2023, patient underwent additional surgery for an open repair of recurrent incisional hernia, extensive lysis of adhesions, debridement of fascia of devitalized tissue, explantation of prior mesh, left orchiectomy, descending colectomy with primary anastomosis, and placement of bone anchors and metal plate for mesh fixation. It is alleged that around (B)(6) 2023, a portion of the previously placed bard 3d max mesh was explanted. It is also alleged that patient experienced and/or currently experiences additional surgical intervention, recurrence, testicle loss, colon resection, and chronic pain, which have impaired daily activities. It is also alleged that the patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering and disability. It is alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, including hernia recurrence, adhesions, chronic pain and mesh explant. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Review of manufacturing records indicate product was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.